Event description:
During anterior capsulotomy and lens fragmentation procedure with a catalys system, a patient experienced an anterior capsular tear during the surgical procedure to remove the cataract. As a result of the capsular tear, an unplanned vitrectomy was performed. Through follow up, the surgery center indicated a whitestar signature was used to remove the capsule. Pre-operative exam revealed the patient's lens prior to procedure was mild to moderate cataract; very thick lens (6.3mm). In addition, the condition of the patient's cornea was weak epithelium per surgeon findings. The surgery center observed the capsular tear during the extraction of final lens quadrant. The surgeon also indicated he believes the capsular tear was caused by unknown source of excessive pressure on weak capsule during the quadrant removal in phacoemulsification.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.